Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the detachment malfunction: stress problem identified, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope had the adhesive peeling around bending tube therefore the connection between bending section and distal end is detached. There was no patient involvement.